Event description:
Same pt as: 2134265-2009-04982, 2134265-2009-04983, 2134265-2009-04984, 2134265-2009-04985. It was reported that post a coronary drug eluting stenting treatment procedure, thrombosis and death occurred. In 2009, a lesion was identified in the left anterior descending artery (lad). A rotablator was used and a 2.5mm taxus express2 drug eluting stent was deployed in the lesion. Seven months later, it was noted that the lesion had now progressed proximal to the prior placed stent and extended into the left circumflex artery (lcx). The physician elected to place 4 stents at the bifurcation to treat the de novo lesion. The first segment that was treated was the 90% stenosed portion of the lesion located in a calcified and tortuous lad. The lesion was predilated with a 2.5x15mm quantum maverick balloon that was inflated to 12 atms. A 2.75x24mm taxus liberte' drug eluting stent was deployed more distally in the lad, overlapping the previously placed taxus express2 stent. A 3.0x16mm taxus liberte' drug eluting stent was also deployed in the lad. Resistance was felt removing this device from the pt. The lesion was post-dilated with a 2.75x15mm non bsc balloon. Ivus was performed, confirming that the stents were well apposed. The portion of the lesion that extended in the lcx was 75-90% stenosed and the lesion was reported to be calcified and tortuous. The lcx was predilated with a 2.5x15mm quantum maverick balloon. A 2.5x16mm taxus liberte' drug eluting stent was deployed in the posterior descending branch of the lcx. The lesion was postdilated with a 2.5x15mm quantum maverick balloon to 16 atms. A 3.0x16mm taxus liberte' drug eluting stent was then deployed in the proximal to distal lcx. The stent was post-dilated with a 2.75x15mm non bsc balloon inflated to 18 atms. Ivus was performed, and it was noted that the minimum lesion length of the posterior descending branch of the lcx was approximately 2mm. Due to the fact that the length of the lesion was the same as the vessel diameter, the procedure was completed at this point. Since the initial procedure in 2009, the pt was taking 100mg/day aspirin and 75mg/day clopidogrel. Three days post the placement of the four stents, the pt reported chest pain, and st elevations while still in the hosp; stent thrombosis was diagnosed. The pt went into cardiac arrest. Cardiopulmonary resuscitation was performed for 40 minutes, but the pt expired.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg documentation could not be performed as the batch # is unk. The most probable root cause classification is anticipated procedural complications as this event is a known physiological effect of the procedure, and is noted within the dfu.